Manufacturer narrative:
The device was received for evaluation. Visual inspection found that the threads were damaged, so that it cannot be connected to the transfer set. The reported problem was verified. The cause was undetermined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was hard to twist the minicap onto the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.